Event description:
The customer reported having electrical noise with s8-3t transducer on an ie33 system.

Manufacturer narrative:
Though requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Manufacturer narrative:
Our evaluation of this probe confirmed the customer¿s imaging complaint. Excessive buildup of debris on the window and tip was the root cause of the imaging problems with this probe. This damage was determined to be customer abuse, due to inadequate cleaning.